Event description:
A report was rec'd from the clinical trial indicating that the next day following the index procedure, a late dissection which occurred at the lad during the index procedure was treated with placement of an additional cypher des.

Manufacturer narrative:
This pt was randomized to the clinical study on 02/2007. The indication for index procedure was acute myocardial infraction and cardiac arrest >24 hours. At index procedure the pt rec'd two cypher stents, a device at the rca and an another device at the lad via direct stenting. Please note: the device is distributed outside the united states. However, it is similar to the united states product. Any add'l info will be submitted within 30 days of receipt.